Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the inferior vena cava (ivc) filter is tilted. Several struts have perforated the wall of the inferior vena cava. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life threatening complications. It also poses an increased and progressive risk of migration, fractures, embolization of a fracture, thrombosis and clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. According to the medical records: the patient had an extensive history, approximately thirteen years of pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient indicated that there was a family history of a blood dyscrasia predisposing them to dvt¿s. The patient presented to the hospital with swelling of the left leg after being on a three-day train trip. The patient had been diagnosed approximately two weeks earlier with a dvt, side unspecified. Work-up in the emergency department revealed small bilateral pe and two dvt¿s in the left leg, left popliteal and posterior tibial veins. The patient¿s history is noted as morbid obesity, obstructive sleep apnea, pe and recurrent dvt. An initial attempt was made to place the filter; however, difficulties were encountered due to the patients¿ body habitus and anxiety during the procedure and the inability to properly sedate the patient without anesthesia, the procedure was aborted. Three days later, the filter was successfully placed via the right common femoral vein and deployed caudal to the right renal vein. The patient underwent a follow-up examination post ivc filter placement approximately six years post filter implant. A computerized tomography (CT) scan of the abdomen showed the ivc filter in place; the filter is slightly tilted; five of the six prongs of the filter appear equidistant from the center of the filter and the six prong is not fully deployed. The five fully deployed prongs project slightly outside the wall of the ivc. There was also an incidental finding of cholelithiasis. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilt of the ivc filter and one of the prongs of the ivc filter is not fully deployed. The filter subjects the patient to the risk of future and progressive filter failure including migration, fracture, embolization of a fracture, clotting, additional perforation, thrombosis and even death. The patient further reports suffering from psychological injuries or mental anguish, related to the filter. The patient¿s symptoms and injuries include, but are not limited to, the ivc filter is tilted; several struts of the filter perforated the wall of the inferior vena cava and one of the struts is not fully deployed.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had an extensive history of pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient¿s history also included morbid obesity and obstructive sleep apnea. The patient also reported to have had a family history of blood dyscrasia with a predisposition to dvt. The patient had a recent history of dvt. The patient presented to hospital with left leg swelling after a three-day train trip. Diagnostic testing revealed a small bilateral pe and dvts in the left popliteal and posterior tibial veins. An initial attempt to implant the filter was aborted due to the patient¿s body habitus and anxiety. Three days later, the filter was successfully implanted via the right common femoral vein and deployed caudal to the right renal vein. Approximately six years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter was slightly tilted with five of the six prongs equidistant from the center of the filter and one prong that was not fully deployed. The five fully deployed prongs were noted to project outside the inferior vena cava (ivc) slightly. The patient further reported having experienced anxiety and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and altered shape of the device events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Altered shape or incomplete expansion of the device is a known potential event associated with use of the ivc filters, the ivc is a dynamic vessel subject to ongoing physical stressed and this and impact the shape of the filter struts over time. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt and was associated with struts perforating the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the inferior vena cava (ivc) filter is tilted. Several struts have perforated the wall of the inferior vena cava. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life threatening complications. It also poses an increased and progressive risk of migration, fractures, embolization of a fracture, thrombosis and clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.